Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a new cartridge. Reportedly, the cartridge was initially filled with 100 units of insulin. However, the customer used 83 units when repeating the fill tubing step multiple times in an attempt to reload the cartridge. The customer's blood glucose level was 130 mg/dl. Recommendation was made by tandem technical support to load the cartridge with 120 units of insulin. The customer understood and stated a new cartridge would be loaded at a later time. Although requested, no further information was provided by the customer.